Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently depleted as expected. Additionally, the customer did not charge the pump battery and the pump experienced intermittent shutdowns as expected. Reportedly, the customer experienced an elevated blood glucose (bg) range of 489 to over 500 mg/dl and high ketones. Healthcare provider identified the ketone level as dangerous. The customer administered a manual injection to treat the high bg. The pump was charged and customer successfully resumed insulin deliveries.